Manufacturer narrative:
(B)(4).   Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that there is a bend at approximately 1.5cm from the tip which is located at electrode 4. There is also a kink in the proximal shaft at approximately 9.3cm from the distal tip; the insulation is compromised. The electrode footprints are not aligned in the center of the outward curve as expected but are located on the side and on the inward curve. Functional inspection revealed that the push/pull knob functioned properly. No abnormal resistance was felt when actuating the steering mechanism. The tip motion was evaluated against a ruler. The curve failed; the curve does not reach between 3 and 4.5cm. X-rays revealed that the flat wire is making contact with the distal electrode. The flat wire is twisted between e3 and e4. The distal end was dissected. The flat wire is not attached to the polymide. The polymide is not attached to the inner insulation. All the electrode footprints align with the holes in the insulation. The flat wire is twisted in the e3/e4 area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: "do not use excessive force to advance or withdraw the catheter when resistance is encountered." And "excessive bending, torquing or kinking of the electrode catheter may cause damage to the catheter, including damage to the internal wires." (B)(4).

Event description:
Reportable based on device analysis completed on 30-mar-2018. It was reported that the head of the catheter cannot be curved. A dynamic xt¿ unidirectional steerable diagnostic catheter was selected for use. During the procedure, it was noted that the head of the catheter cannot be curved. The procedure was completed with another with the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed the proximal insulation was breached.